Event description:
It was reported that the patient was admitted on (B)(6) 2022 with complaints of fatigue, dyspnea, and dark stool. The patient's hematocrit was found to be 18% and their international normalized ratio (inr) was 2.3. During the admission, the patient required 10 units of blood. On 22dec2022, an esophagogastroduodenoscopy (egd) was performed and revealed that there were some actively bleeding duodenal arteriovenous malformations (avms). The avms were ablated, and the bleeding resolved. The inr goal was decreased to 1.6 - 2.0 and the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.